Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, the u13 processor and d2 diode were shorted on the bedside board. The cause of the inability to charge a battery pack is the shorted components. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was not able to charge a test battery pack.